Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 200 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit a little with manual prime. Customer was advised that no delivery was caused by connection issue. Customer will be calling back with supply information in order to process replacement. No further information provided.